Manufacturer narrative:
Correction to b5: update the quantity from "three (3)" to "two (2)". Additional information was added to d9, h3, h4, h6, and h11. H4: the lot was manufactured between 06/20/2023 and 06/21/2023. H11: the actual devices and photographs were received for evaluation. A visual inspection of the provided photographs observed that the outer pouch of the total parenteral nutrition (tpn) products contained tpn solution due to leakage, however, visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port due to insufficient sealing of the ports with the bags. These issues were observed after compounding the bags prior to patient use. There was no patient involvement. No additional information is available.